Manufacturer narrative:
The customer did not return the suspected device for evaluation. Lot # 0epec41b of contour next test strips associated with the event expired in mar-2022. Therefore, the in-house testing could not be performed with the retained samples. The device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that while he was at the physician's office, within 10 minutes he performed a comparison of blood glucose readings between the contour next meter and an alternate meter and received a difference of 40 mg/dl. No specific readings were provided. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.